Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 requesting replacement of battery. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and found that the device is getting a "check vent: battery failed" (1124) which was observed at the repair center. It was resolved by replacing the lithium-ion battery. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.